Event description:
The rate independently changed resulting in the patient receving more medication than intended. At an unspecified time, an unspecified channel of the pump was programmed to deliver an unspecified IV fluid at a rate of 150 ml/hr and the delivery was started. At 0600 during a nursing assessment of the patient, nothing unusual was noted regarding the IV infusion. Approximately 40 minutes to 1 hour later, a second nurse entered the patient's room and notd that the pump was delivering at a rate of 713ml/hr instead of the intended rate of 150ml/hr. The patient was found short of breath, with rales, and a decreased oxygen saturation. The delivery was stopped and the physician was notified. The patient was treated with 40 mg of lasix ivp and by increasing the oxygen to 3l/hr. It was reported the patient had received approximately 800ml of IV fluid in the 40 minute to 1 hour timeframe. There were no reported adverse patient sequelae. The device was removed from clinical service. Therapy was resumed after unspecified length of time using a replacement device. During testing at the user facility, the device passed testing.